Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 15-mar-2022, abbott point of care was contacted by a customer regarding I-stat eg7+ cartridges that yielded a suspected discrepant potassium result of 5.0 mmol/l on a 72 year old female patient in a coma, and end-stage chronic renal failure. There was no additional patient information available at the time of this report. Return product is not available for investigation. Method, date, collected, tested, results, sample; I-stat, (B)(6) 2022, 10:10, 10:14, 5.0 mmol/l, a; lab, (B)(6) 2022, 09:28, 10:28, 6.8 mmol/l, b. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 06-apr-2022. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained testing met the acceptance criteria found in q04.01.003 rev. Ag, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for eg7+ cartridge lot n22028.